Event description:
It was reported that a patient had accidentally turned stimulation off the first few days after implant. She went to the doctor a week after implant, stimulation was increased, and it was uncomfortable. The patient felt a sensation only when urinating, stimulation was too strong, and it felt like it was tearing up her insides. She would have to strain when urinating, which developed approximately two weeks after implant. Around the same time, the patient was diagnosed with a urinary tract infection. She was taking medication to resolve it. The patient felt it was working with her bowels more than her bladder. The device was on program 2 at 2.9, and then at 2.3, but both voltages were too strong. The patient decreased stimulation to 1.7 and the painful feeling on the right side of her vaginal wall went away. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the patient reported that they still had concerns with their device therapy but had not sought further help. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0rkux, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).